Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was hard to press and required multiple presses to turn on the screen. Customer's blood glucose level was 89 mg/dl. The pump was replaced to address the issue.